Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the mildly tortuous, moderately calcified and 90% stenotic mid circumflex artery. The physician first advanced the 3.0x15mm maverick2 balloon to a lesion in the left anterior descending artery and inflated the balloon to 6atms for twenty to thirty seconds on the first inflation and to 11atms for twenty to thirty seconds on the second inflation. Then the physician advanced the balloon to the lesion in the mid circumflex artery and inflated the balloon for the third time, and during the inflation, the balloon ruptured at 5atms. There were no pt complications. The device was removed intact. The procedure was successfully completed with a different maverick2 balloon. Pt status is reported as "ok".